Manufacturer narrative:
(B)(4).

Event description:
The customer reported that they received questionable results for two patient samples tested for thyrotropin (tsh) and progesterone. Of the two samples, one had an erroneous result for tsh. The sample initially resulted as 0.024 uiu/ml. The initial value was not reported outside of the laboratory. The sample was repeated, resulting as 1.41 uiu/ml. The repeat value was believed to be correct. The patient was not adversely affected. The tsh reagent lot number and expiration date were asked for, but not provided. The field service representative noted that the customer repeated quality controls at the end of their run for the day and they noticed that controls were out high. He determined that there was a fluidics failure of the probe tubing. He explained that the tube had come out of its guided track and there was evidence of wear on the tubing. The wear caused the tubing to leak. He explained that there was no sign of contamination in the tubing. He replaced the tubing and verified that the system was operating within specification. The customer quality controls passed.